Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the device would not power on. It was reported that there was no patient involvement at the time the issue was discovered, and there was also no user impact. The device was removed from service without any patient impact. The biomedical engineer (bme) initially called technical support to report that the device would not power on intermittently after the power management (pm) printed circuit board assembly (pcba) was replaced, and the battery was not recognized. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp talked to the bme who stated that the fault occurred on december 4, 2023, and although the device appeared to be working on december 8, 2023, the issue occurred again on december 11, 2023. The asp evaluated the device and stated that the device was working properly--the asp found that alternating current (ac) power was connected, and the battery was charging as indicated on the screen. The reported issue could not be recreated as there were not any issues with the pm pcba and battery, and the asp was able to power on the device. Therefore, the asp did not replace the pm pcba. However, the bme experienced the same power on failure a month later, so the asp arrived onsite again to re-evaluate and repair the device. Once onsite, the asp confirmed that the device was not powering on at all-- there was an amber light emitting diode (led) blinking on the power indicator, but the battery indicator was not flashing even with the device connected to ac power. The asp was unable to pull the logs or get a before screen image, but after performing a pm pcba swap, the asp verified that the device immediately powered on to the main screen. The asp then let the device power up for 10 minutes and successfully performed the electrical safety test, controls test, and internal battery test. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.